Manufacturer narrative:
The reported event of noise was confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation at the proximal region of the partial lead consistent with friction to device can. The cause of noise was due to exposer of the outer coil at the abrasion zone.

Event description:
It was reported that the patient's right atrial and right ventricular leads were explanted and replaced due to lead noise. The patient's condition as a result of the event and subsequent explant procedure are unknown. Related MFR number: 2017865-2024-69168.